Manufacturer narrative:
Additional information received november 17, 2015. The product associated with batch 4h01660, in this complaint investigation, was made according to specification. No previous investigations are available and there are no other complaints against this lot. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
On an unknown date in (B)(6) 2015; the end user underwent left knee replacement surgery. She was discharged with two duoderm dressings placed on the wound. The dressings were worn for 4 days; after which they were removed and replaced with a newer dressing by the nurse. On the second day of the wearing the newer dressing the end user noticed that there was irritation and pain at the dressing site. She presented to the physician; who concluded that the area where the adhesive portion had been in contact with the skin was blistered, red and hot and the skin integrity had broken. The physician diagnosed the irritation as an allergy to the dressing and advised end user to leave the wound exposed as the wound was now healed. The skin irritation eventually subsided however, end user complains about keloid scarring and brown discoloration to the site of the wound.